Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to low blood glucose level on (B)(6) 2017. Customer's blood glucose value was 38 mg/dl at the time of the hospitalization, 78 mg/dl and current blood glucose was 237 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer outcome of the hospitalization was they treated with food and intravenous. The drive support cap appears normal (slightly indented). Customer wearing the insulin pump at time of hospitalization. Customer will not return device for analysis.